Manufacturer narrative:
The device passed testing. A software error was found in device history but was not duplicated during testing. The cause of the customer's reported whitescreen was due to a software error. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. Though requested, no add'l info was provided.